Event description:
It was reported that while using the surgical fiber at 80 watts during a prostate procedure, the fiber overheated, damaging the metal cap at the distal tip. Time expended: 22 minutes. The procedure was completed using an alternate procedure (turp). There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the glass cap is protruding from the metal cap and can rotate off center. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.